Event description:
The reporter stated that the surgeon was using a competitor's lens with a mtc-60cfp cartridge and the lens tore during insertion into cartridge. No patient injury reported.

Manufacturer narrative:
Results-a work order search was performed on the foam tip plunger and there were two similar complaints. A work order search was performed on the injector and there were six similar complaints. A work order search was performed on the cartridge and there was one similar complaint.